Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 2.2mmol/l. Customer stated that too much insulin was administered compared to what is given through boluses. Trouble shooting was done and customer stated that 40 units too many have been delivered from the pump when compared with the data in the status of the pump. The customer was using the auto-mode feature of the insulin pump and customer has been using the insulin pump system within 48 hours of the event. Customer visited the emergency room and was treated with IV glucose; and no further patient complications were reported. Advised customer to replace pump. The customer will discontinue the usage of the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The customer was hospitalized for alleged hypoglycemia and possible over delivery anomaly on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0869 inches. Possible over delivery anomaly not confirmed. Please see (B)(4) analysis regarding the possible over delivery anomaly from the attached email. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, pillowing keypad overlay, cracked keypad overlay at the select button and missing serial number label. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see the first 10 boluses listed on the event date 19-dec-2023 in the pump history file. 12/19/2023 01:20:22.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 12/19/2023 03:22:02.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 12/19/2023 03:35:24.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.05 bolusamountdelivered = 0.05 12/19/2023 03:40:21.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 12/19/2023 03:45:21.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.075 bolusamountdelivered = 0.075 12/19/2023 03:50:20.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.05 bolusamountdelivered = 0.05 12/19/2023 03:55:17.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 12/19/2023 04:35:23.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 12/19/2023 04:40:23.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.025 bolusamountdelivered = 0.025 12/19/2023 04:45:24.000 normalbolusdelivered bolusprogrammingmethod = cl1 micro bolus (670 only) normalbolusamountprogrammed = 0.075 bolusamountdelivered = 0.075 please see below for the daily total of all insulin delivered on the event date 19-dec-2023 in the pump history file. 12/19/2023 11:47:54.000 dailytotals dailytotalcollectionstarttime = 12/19/2023 00:00:00.000 dailytotalofallinsulindelivered = 7.3 dailytotalofbasalinsulindelivered = 4.45 dailytotalofbolusinsulindelivered = 2.85 there were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 19-dec-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 19-dec-2023 in the pump history file. 12/13/2023 07:53:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 12/19/2023 11:47:38.000 batteryremoved 12/19/2023 11:47:38.000 alarmalertnotification faultnumber = battery removed (84) 12/19/2023 11:47:58.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 12/19/2023 11:48:12.000 alarmalertnotification faultnumber = batt out limit (6) 12/19/2023 11:48:23.000 alarmalertnotification faultnumber = batt out limit (6) 12/19/2023 11:49:37.000 batteryremoved 12/19/2023 11:49:37.000 alarmalertnotification faultnumber = battery removed (84) 12/19/2023 11:49:50.000 alarmalertnotification faultnumber = trace check error (68) 12/19/2023 11:49:50.000 alarmalertnotification faultnumber = history pointers bad alert (49) 12/19/2023 11:52:04.000 alarmalertnotification faultnumber = history pointers bad alert (49) 12/19/2023 11:52:40.000 alarmalertnotification faultnumber = post-reset ram crc alarm (23) 12/19/2023 11:54:18.000 alarmalertnotification faultnumber = batt out limit (6) 12/19/2023 11:54:30.000 alarmalertnotification faultnumber = batt out limit (6) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 13.3 mmol/l on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23, batt out limit (6), pump error 68, pump error 49 and pump error 23 were expected due to the battery was removed and the pump's time reset. Please see the pump's time reset found in the pump history file below. 01/01/2009 00:00:01.000 timereset oldsystemtime = 01/01/2009 00:00:01.000 newsystemtime = 12/19/2023 11:47:54.000 lost sensor 1 alert (780) not confirmed. Pump error 23 not confirmed. Batt out limit (6) not confirmed. Pump error 68 not confirmed. Pump error 49 not confirmed. Pump error 23 not confirmed. The pump passed the functional testing. Unable to confirm alleged hypoglycemia. Possible over delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.